Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (establishment name): (B)(6).

Event description:
It was reported the video system center had a lack of image on the monitor after installing an older older generation endoscope (type 165). The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunctions: for event no image: occurred due to faulty printed circuit board and faulty low voltage switching device connector. For event delay in displaying images: occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.